Manufacturer narrative:
The investigation is ongoing. The results will be provided to the follow-up report.

Event description:
Following the information reported, the spreader bar detached and fell to the patient's thigh. No injury was claimed. This issue occurred before lifting the patient. Arjo field service technician confirmed during device inspection that one of the pins snapped causing spreader bar detachment. Due to irreparable damage, the spreader bar needs to be replaced by a new one.

Manufacturer narrative:
The guiding (locating) pins are parts of the spreader bar, designed to guide the spreader bar onto the t-bar. If guiding (locating) pins are missing, bent or damaged, the shape of the spreader bar will still encapsulate the t-bar. It is possible the pin breaks off when treated roughly: having the spreader bar collide with objects. It was found during manufacturing simulations that, if one guiding pin is broken off, the spreader bar locking clip could potentially be ineffective in case when the spreader bar is lowered onto an object (such as wheelchair arm). The maxi move operating and product care instructions (IFU 001.25060) warns: ¿before and during operation of the powered dps spreader bar, ensure all obstructions are well clear of the spreader bar, support frame and jib¿. It is also mentioned to inspect lift condition weekly: "perform a general visual inspection of all external parts, and test all functions for correct operation, to ensure that no damage has occurred during use." To conclude, arjo maxi move passive lift played a role in the complaint issue when the event occurred. The device was in use when the event occurred (preparation to transfer was ongoing). The device did not meet its performance specification because the spreader bar¿s locking pin was broken off. The complaint decided to be reportable due to the spreader bar detachment that fell to the patient's thigh. No injury was claimed.